Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively filed for death. It was reported that on (B)(6) 2020, a mitraclip procedure was performed for mixed mitral regurgitation (mr) grade 4. One clip (cds0701-ntw 91025u176) was implanted without an issue, reducing the mr to grade 1. There was no device issue and the results were deemed successful. On (B)(6) 2020, the patient passed away due to cardiac arrest. Reportedly, the clip had remained stable and well seated. There was no tissue injury and no device malfunction. Per physician, the cardiac arrest, and subsequent patient death, were unrelated to the clip and unrelated to the mitraclip procedure. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of death and cardiac arrest as listed in the mitraclip system instructions for use are a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported cardiac arrest could not be determined in this complaint; however, the reported death was due to cardiac arrest. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.